Event description:
Caller reported a malfunction on the pump identified as malf 12, with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Cts provided information on resetting the pump and assisted the caller in doing so, after which the malfunction did not recur. Customer understood and was instructed to call back if any malfunction code recurs, allowing continued use of the pump.